Event description:
A report was rec'd that the pt was explanted due to an infection. The physician replaced the pt's ipg and lead, although, there was nothing wrong with the devices. The pt pocket site was also moved to the right side and the pt was prescribed oral antibiotics.